Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Packaging has been returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the device expected to be in the labeled box was not. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
UDI-(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The outer packaging for this device was returned. Review of the returned product determined that the outer box has been opened and the inner cavity remains sealed. The product etching can be viewed through the packaging and it is confirmed that the product is etched with a different lot number. DHR was reviewed and no discrepancies relevant to the reported event were found. As the outer packaging was returned opened, the reported event could not be confirmed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.